Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with a broken reservoir tube lip and missing reservoir tube o-ring. Pump was received with a no button response due to corroded keypad traces. Unable to verify rewind anomaly, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The test reservoir does not lock properly inside the reservoir tube. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were hard to push and stick. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had no delivery alarm as well as rewinding was slower and louder. The insulin pump will not be returned for analysis.